Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an open book image error alarm. Customer¿s blood glucose value was 183 mg/dl. Customer stated that the insulin pump was wet when the customer was doing swimming. Customer stated that the insulin pump received the open book image on the insulin pump screen. Customer stated that they do not hear fluid when shaking the pump. Customer stated that the insulin pump was not dropped. Customer stated that there were not cracks in the insulin pump. The device will return for the analysis.